Manufacturer narrative:
Concomitant medical products: product ID: 306001, serial#: unknown, implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient, and trial patient via a manufacturer representative (rep), regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence fecal incontinence. The trial began (B)(6) 2021. It was reported that the patient had a connection error on their programmer, and thought a cable may have come dislodged. No surgical intervention occurred. Two days later, they reported their device was not working. The wire became severed and they were no longer tracking any information. The same day, the rep reported, per the patient, that on (B)(6) 2022, the peripheral nerve evaluation (pne) wire came loose from the bandage and got caught on the patient's bra and unraveled. They were not sure what the wire was, so the patient cut it. An environmental/external/patient factor that may have led or contributed to the issue was the bandage coming loose. They confirmed over the phone that the device was no longer connected. The wire pull was scheduled for tuesday as initially planned. When asked to describe interventions/actions taken to resolve the issue, they replied, "none." The issue was reportedly resolved at the time of the report. No surgical intervention occurred, and none was planned. There were no patient symptoms nor further complications reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that there was no further information available. The device and leads were disposed of at the time of the lead pull. There was no record of the ens serial number or lot numbers from the pne kit for the leads. It was not known how the bandage came loose. The patient was unsure. The hcp was not aware of any additional info either.